Manufacturer narrative:
The sflx xl coilette was received for evaluation.a visual inspection of the customer returned product was performed. Included was one sflx xl coilette part no. 1068240 with julian date 21166. The part appeared to be in good condition from the cosmetic/visual point of view. The DHR for the sflx xl coilette was reviewed and there were no reports of non-conformances or deviations. The sflx xl coilette was tested and it operates as intended. Calibration information: all tests inspections were completed using tektronix oscilloscope ID os-c000005 with calibration due on may 20, 2025; tf1061.c00 which does not require calibration. Test/inspections were completed by the quality department on june 26, 2024. The failure was not confirmed for the reported condition of "burning sensation from bhs and xl coilette". The coil was tested and operates as intended. Review of complaint history identified (3) total complaints from (feb 9, 2022) to (feb 9, 2023) for pn (1068240) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Highridge medical will continue to monitor for trends. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the patient experienced a burning sensation while using the bhs controller and sflx xl coilette. The patient told the sales representative that this happened at the four-hour mark of treatment. The sales representative stated that the doctor would like to switch the patient to an orthopak device. The patient stated that she treats while she is sleeping. After 3 and 4 hours she will wake up feeling like her right foot is on fire. The pain level is a 7. As soon as she takes off the coil, the pain goes away instantly. The patient wears a sock under the coil. The patient does not know if the foot is hot or red as she has not checked before. The patient spoke to her doctor. The doctor told her to contact sales representative. The doctor and sales representative have been discussing whether or not to switch the unit. The patient stated that she has not increased her daily activity. The doctor did not prescribe anything for pain, and she does not take anything over the counter. The sales representative stated that the bhs device is going to be switched to the orthopak device. The bhs device will be returned. No additional information has been reported at this time.

Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2023. Medical product: unknown. Therapy date: unknown. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced a burning sensation while using the bhs controller and sflx xl coilette. The patient told the sales representative that this happened at the four-hour mark of treatment. The sales representative stated that the doctor would like to switch the patient to an orthopak device. The patient stated that she treats while she is sleeping. After 3 and 4 hours she will wake up feeling like her right foot is on fire. The pain level is a 7. As soon as she takes off the coil, the pain goes away instantly. The patient wears a sock under the coil. The patient does not know if the foot is hot or red as she has not checked before. The patient spoke to her doctor. The doctor told her to contact sales representative. The doctor and sales representative have been discussing whether or not to switch the unit. The patient stated that she has not increased her daily activity. The doctor did not prescribe anything for pain, and she does not take anything over the counter. The sales representative stated that the bhs device is going to be switched to the orthopak device. The bhs device will be returned. No additional information has been reported at this time.